Event description:
It was reported that the patient underwent a knee revision approximately 7 months post implantation due to noncompliance with rehab that led to fixed flexion deformity. Operative intervention was required to achieve full range of motion. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: 42522100910 - articular surface medial congruent - 67314566. G2: foreign - event occurred in australia. H6: component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.